Manufacturer narrative:
The autopulse battery with sn (B)(4) was returned to zoll circulation on (B)(4) 2013 for investigation. Visual inspection revealed no anomalies. Customer's reported problem was confirmed. The returned battery failed testing. Based on the evaluation results, a probable root cause for customer's reported complaint may be due to a battery problem; however, a definitive root cause for the battery problem could not be determined. Please see the following related MFR. Reports: #3003793491-2013-00634 for autopulse resuscitation system model 100 with sn (B)(4), #3003793491-2013-00635 for autopulse nimh battery with sn (B)(4); #3003793491-2013-00637 for autopulse nimh battery with sn (B)(4).

Event description:
It was reported that the autopulse platform was used on (B)(6) old male in cardiac arrest. Pt was reported to be of average size. No other specific information was provided other than a report of short run time. The users reverted to manual CPR. No adverse pt sequelae was reported. The customer utilizes a 3-battery rotation and stated that they test cycle their batteries monthly but rotate batteries every 5 days. The customer was informed that the current recommendations are to rotate the batteries daily.